Event description:
It was reported that the customer's battery gauge was incorrectly displayed, resulting in the pump shutting down. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.